Event description:
During a fitting session in 2004, 5 channels of the implant had been showing high impedance. A decision was made by the hosp to study the evolution of the impedances over time. Telemetry measurements made in february 2005, showed that several extra channels are at high risk of having high impedance. It appears that there is mechanical stress to the active electrode array.